Event description:
Caller (pt's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 6.0; lab: 4.8. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 6.8; reference: 4.0; mean: 5.40; confidence limits: na. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 06/15/2011 revealed that result comparison met accuracy criteria. Investigation results for retained strip lot #248203: at least two out three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. From (B)(6) 2010 to (B)(6) 2011, eighteen therapeutic and three normal donor tests have been performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.